Event description:
On the event date, the patient reported she spilled an entire cartridge of insulin inside the cartridge chamber of her insulin infusion device. She stated she has had elevated blood glucose readings of "hi" all day with her normal range being 120-140 mg/dl. She said her only symptoms is thirst. The patient was advised to switch to her backup infusion device. On follow up with the patient one week later, she stated her blood glucose has returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.